Event description:
The customer's mother reported via phone call that the insulin pump alarmed compromised force sensor system and motor error. The caller stated that the customer's blood glucose was high and that insulin was "spilling" out from the insulin pump after it had reset itself. She stated that the insulin pump was not delivering any insulin, they went to change all the supplies, and the insulin pump squirted insulin out. She stated that the device cycled through the prime process again, counted, and squirted insulin out again. She reported that the device had been alarming motor errors for about 6 months leading up to the recent compromised force sensor system alarm. The customer's blood glucose was over 300 mg/dl. The caller noted that the customer experienced high blood glucose with the motor error alarms but advised that this always seemed to be resolved. She declined to complete troubleshooting. She was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. The motor passed motor test. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.